Event description:
Pt was on morphine pump at 0.3 mg/hr. Nurses were unable to arouse the pt. Pca pump stopped immediately and intervention (reversal) initiated. The 96cc should have been left in bag, but only 64cc were actually left. Unable to determine how 32cc extra were given.